Event description:
The patient's wire from cco [continuous cardiac output] swan became loose while patient was moving in bed, unable to read svo2 on hemisphere, still able to read co/ci [cardiac output/cardiac index]. Line not exchanged or replaced.